Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).